Event description:
Additional information received via email: no patient involvement. The error occurred during preventive maintenance.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed a non-original equipment manufacturer (OEM) top case and battery found on the device. The bottom case cracked by the l bracket pole clamp and cracked right plunger case. There was visible contamination by the l bracket pole clamp and on bottom case. A review of the event history log (ehl) identified check syringe plunger sensor. During the functional testing was able to duplicate the reported issue. The root cause of the issue was a result of the customer's impact to the device. Replaced right and left plunger case. Power up and performed self test process.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump exhibited check syringe alarm. No patient involvement reported.